Event description:
Discordant glucose results were obtained and reported on an advia 2400 for 5 patients. The results were questioned and rerun on another instrument. Corrected reports were issued. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant glucose results was a malfunctioning reagent wash pump. The pump was replaced. The instrument is performing within specs. No further eval of the device is required.